Event description:
It was reported that while connected to a patient the ventilator stopped auto cycling. The patient was removed from the ventilator. There was no harm to the patient. (B)(4).

Manufacturer narrative:
The hospital biomedical engineer downloaded the logs after the event. He also evaluated and examined the ventilator. The reported failure was reproduced during initial testing of the ventilator but, after all pc boards and gas modules had been removed and re-seated the ventilator functioned normally. It passed all functional tests and was placed back into service with no further problem reported after the incident. The device logs have been examined. A successful pre-use checks was performed 8 days before the event. The pre- use checks performed after the event, had failed with an indication that the measured expiratory pressure was incorrectly high. The event logs showed that alarms for high continuous pressure, high pressure, and apnea were generated on the day of the event. High continuous pressure indicates that the airway pressure constantly had been more than 15 cmh20 over peep (positive end expiratory pressure) setting. Based on the measured high expiratory pressure during pre-use checks, the conclusion is that this high continues pressure alarm was falsely triggered by an incorrect reading of the expiratory pressure. Since the ventilator thinks the pressure is higher than set, it will lower the pressure, with the consequence that no gas or breaths are given to the patient. The logs confirmed that there had been several high priority alarms generated indicating high pressure and low minute volume. The cause for why the expiratory pressure signal was incorrectly high has not been established.

Manufacturer narrative:
More info surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished. (B)(4).